Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was able to be confirmed using artemis; error c-33 (B)(6) 2025 04:34:34 pm. Upon visual inspection, there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit displayed error c-33 on start; erbe log error shows c-00 (B)(6) 2025 09:01 pm and m-0b (B)(6) 2025 09:01 pm. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, customer encountered an issue with the integrated electrosurgical unit (iesu) [erbe]; error c-33 and c-00 were provided. Error c-33 observed in system logs. Technical support engineer (tse) walked customer through disconnection of ac power from erbe for 2 minutes with no change. Customer stated other system was in use but was able to locate force triad and 371716 cable. The procedure was completing as planned with no reported injury.